Event description:
Hill-rom received a report from the account stating the CPR function was not working. The bed was located at the account in the msicu. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #( B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR valve stuck. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom technician replaced the CPR valve to resolve the issue. Based on this info, no further action is required.